Event description:
Ventilator mode changed from aprv (airway pressure release ventilation) to pcv (pressure controlled ventilation) and vent alarmed. Vent sounded like it was still ventilating. The patient was taken off the vent and bagged while another ventilator was brought in.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 0.3 months. In 2009 (through follow-up with the surgeon), it was learned that the device was explanted due to endocarditis and mitral regurgitation.